Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Analysis of the device memory indicated that the atrial and ventricular rate histogram data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that a partial electrical reset occurred on the implantable pulse generator (ipg), which was suspected to be due radiation therapy. Invalid data and absent histogram data were subsequently noted on the ipg. The ipg remains in use. No patient complications have been reported as a result of this event.